Event description:
The event occurred during kidney transplant. Per received report: the catheter was being used with a competitor's guide wire. The balloon was tight, however, it did advance. The balloon was used two times, on the third use, it deflated but got stuck in the catheter. The physician manipulated the balloon catheter in an attempt to dislodge it. This resulted in the balloon tearing into two pieces and the pieces became lodged in the guide catheter. The guide catheter had to be pulled down as far as possible that resulted in the cut in the groin in order to prevent dislodging the pieces from the guide catheter. The entire system was withdrawn successfully. The pt was fine and the procedure went well.

Manufacturer narrative:
The product was not returned for eval. Without the return of the device, the exact root cause of the problem reported could not be determined. The manufacturing records for this lot were reviewed and did not reveal any relevant discrepancies, design or quality concerns. A search of our field surveillance database yielded no other complaints of this type with this lot.